Event description:
The customer contacted abbott regarding calibration errors generated with the axsym rubella igg assay. The customer observed calibrator error ratio calibrator b to calibrator a too large. The customer was asked to perform troubleshooting with axsym bulk solution #4 and fax the calibration data for review by abbott. The customer also observed an issue with the rubella negative control. The customer was sent a new lot of calibrator and achieved successful calibration of the axsym rubella igg assay. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.